Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for balloon rupture. A definitive root cause for the reported event could not be determined. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 426-1201x pta balloon dilatation catheter allegedly experienced material rupture . This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight were not provided.